Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. The patient was not using the continuous glucose monitoring (cgm) system at the time of the event, and decided to use the system again as a result. Further event details were not provided. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.